Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018, 693565 lead, implanted: (B)(6) 2011, 5076-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching and a power disconnect alarm on the battery. The battery would be three bars full and switch over to the other side. The patient hadn't used the battery in four months. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Updated product event summary: the battery ((B)(6)) was returned for evaluation. A review of the manufacturing documentation confirmed that the device met all r equirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the device revealed that the battery passed external visual inspection. Functional testing revealed that the battery was unable to provide power to a test controller due to enabled cell under voltage (cuv) and pack under voltage (puv) flags. It was observed during testing that the battery had a cycle count of 338. Additionally, it was noted that there was a time difference of 2,116 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. An internal inspection revealed that a cell pair was swollen; no anomalies were observed on the solders or welds. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed one (1) power disconnect alarm involving (B)(6) logged on (B)(6) 2021 at 00:39:06. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported power disconnect alarm event was confirmed. The available data log file did not cover the reported event date. As a result, the reported power switching event could not be confirmed. There is no evidence that the lubrication servicing was performed on (B)(6). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed to a communication error and/or momentary disconnection between the controller and battery. Based on the available information, a possible root cause of the reported power disconnect alarm event can be attributed to the observed cell under voltage and pack under voltage conditions due an expected degradation as a result of non-usage over time. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the battery (B)(6) was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed one (1) power disconnect alarm involving (B)(6) logged on (B)(6) 2021 at 00:39:06. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported power disconnect alarm event was confirmed. The available data log file did not cover the reported event date. As a result, the reported power switching event could not be confirmed. There is no evidence that the lubrication servicing was performed on (B)(6). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed to a communication error and/or momentary disconnection between the controller and battery. Based on the available information, a possible root cause of the reported power disconnect alarm event can be attributed, but not limited, to a battery malfunction. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.